Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage during unpacking occurred. A 4.00x38mm promus element plus stent was selected to treat the lesion. When the stent was pulled out of the box, the device was put on the wire. It was noticed that the stent "looked like deformed." No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found stent damage. The stent was stretched distally over the tip to a total length of 75mm. It was also noted that the hypotube was kinked along its length. No other issues were noted with the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage during unpacking occurred. A 4.00x38mm promus element plus stent was selected to treat the lesion. When the stent was pulled out of the box, the device was put on the wire. It was noticed that the stent "looked like deformed." No patient complications were reported and the patient's status was fine.